Manufacturer narrative:
To product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported angio-seal was selected for closure post cardiac catheterization procedure. Post deployment the pt had loss of pulses on the right foot and extremities became cool and mottled. The right femoral artery was found to be occluded. Blood flow was successfully restored via ballooning with timi 3 flow. The pt was taking anticoagulant medications (type and dose unk) prior to the cardiac catheterization procedure. The voluntary medwatch reference number is (B)(4), additional info was not available at this time.